Manufacturer narrative:
Further information was requested but not received.

Event description:
During a remote follow-up, noise resulting pacing inhibition was observed on the right ventricular (rv) lead. The patient is pacemaker dependent and lead provocation and will be performed at the patient's next in clinic follow-up. However, no intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.